Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a cocking issue with his one touch ultra soft lancing device. A medical surveillance specialist (mss) spoke to the patient on august 25, 2010 and obtained the following information: the patient mentioned that he had an issue with the lancing device on (B)(6) 2010. The patient was unable to test since the lancing device was not cocking. The patient continued to take his diabetes medication on a regular basis. Approximately 3-4 days later, the patient developed symptoms of feeling dizzy and sweaty. The patient did not self-treat and did not have another way of testing his blood glucose. He had the symptoms all the way till he visited his physician on a regular physician's appointment on (B)(6) 2010. He could not give mss an answer why he waited so long to see the physician. The patient's blood glucose on the physician's meter was 180 mg/dl. The physician also ran other tests ( kidney, lover and muscle enzyme test) and increased his oral medication of metformin from 500mg to 750 mg. The patient denied any misuse of the product. This is not the first time the product is being used. The patient was using lfs lancets. The product was replaced. The complaint is being reported since the patient alleged that since he was unable to test due to the reported issue, he developed symptom suggestive of a serious injury for almost one month before seeking any medical attention.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.